Event description:
It was reported the patient experienced pain at the ipg site. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue.